Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4). The proximal segment of the lead was returned and only visual analysis was performed. No anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. (B)(4). The proximal segment of the lead was returned and only visual analysis was performed. No anomalies were found.

Event description:
The patient died approximately two months from pacemaker and lead implant. The cause of death has been requested and not received.